Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvis"), abdominal pain ("pain abdomen"), dyspareunia ("painful intercourse"), dysmenorrhoea ("abnormally severe menstrual pain"), staphylococcal infection ("serious infection/ infection (other) describe: staph infection leading to hospitalization") and deep vein thrombosis ("blood or heart disorder/condition type: deep vein thrombosis") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 9 months after insertion of essure, the patient experienced staphylococcal infection (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("worsening of her depression"), alopecia ("hair loss"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and left oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, staphylococcal infection, deep vein thrombosis, menorrhagia, vaginal haemorrhage, depression, alopecia, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, deep vein thrombosis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, staphylococcal infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: vaginal haemorrhage, the previous event infection was updated to staphylococcal infection, abdominal pain, pelvic pain and deep vein thrombosis were added. Reporter, patient demographic information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvis"), abdominal pain ("pain abdomen"), dyspareunia ("painful intercourse"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), staphylococcal infection ("serious infection/ infection (other) describe: staph infection leading to hospitalization"), splenic rupture ("spleen burst") and deep vein thrombosis ("blood or heart disorder/condition type: deep vein thrombosis") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included deep vein thrombosis in 2007, loop electrosurgical excision procedure (human papilloma virus) and gastric bypass. Concurrent conditions included obesity, unspecified, human papilloma virus infection and sleep apnea. Concomitant products included apixaban, bupropion (wellbutrin) since 2014, citalopram hydrobromide (celexa) since 2014 and enoxaparin sodium (lovenox) since 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 2 months 14 days after insertion of essure, the patient experienced splenic rupture (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced staphylococcal infection (seriousness criteria hospitalization and medically significant). In (B)(6) 2012, the patient experienced dental caries ("tooth decay"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant) and depression ("worsening of her depression"). The patient was treated with paracetamol (tylenol), surgery (total hysterectomy, bilateral salpingectomy and left oophorectomy on (B)(6) 2016), and wound care (superficial cloths, multiple warm compresses leg elevation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved, the staphylococcal infection, splenic rupture, deep vein thrombosis, depression, weight increased, weight decreased and dental caries outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, deep vein thrombosis, dental caries, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, splenic rupture, staphylococcal infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight 292 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. Her demographic was updated. Her historical and concurrent conditions were added respectively. Following events: splenic burst, tooth decay were added. She had recovered from the following events: abnormal bleeding (vaginal/menorrhagia), dysmenorrhea (cramping), dyspareunia, pelvic pain/abdominal and recovering from event: hair loss. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation") and infection ("serious infection") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criteria hospitalization and medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), alopecia ("hair loss"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, infection, dysmenorrhoea, dyspareunia, depression, alopecia, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.